Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for multiple inappropriate atp therapies and a hv shock due to t-wave oversensing. The ICD was explanted and replaced. The patient condition after the event was fine.